Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. CT and pre tavr echo images only were available for review. No cine or echo images from the actual procedure are available. The images were reviewed by an edwards physician proctor: observations/impression: observations: ? Moderate calcification at the lcc only ? No significant calcification in the aorta, stj, sov or mitral valve ? Tte shows 20mm annulus ? Annular reconstruction show that valve area is 440mm² impressions: ? Possible borderline oversizing of valve to annulus may be cause for rupture but this cannot be confirmed without procedural images. ? Prior medical history of steroid use or radiation therapy could also be a factor in annular rupture in the absence of significant calcification. ? Of note, the st. Jude valve that was implanted after the thv was explanted was #19 (21mm od). It would be helpful to know if a patch or pledgets were placed in the native annulus prior to placement of the st. Jude valve to understand if the annular size may have been reduced. In this case, the perceived cause of the annular tears by the operating physicians was an elastic vessel without calcium, and overestimated annulus size by CT scans and measurement. Possible borderline oversizing is consistent with edwards¿ review of the limited images provided. There is no history of prior steroid use or radiation therapy. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After successful implantation of a 26mm sapien valve, blood pooling was noticed during final [chest] closure, with a minor drop in blood pressure. On post procedure tee an annular tear was observed. After converting to open surgery, the CT surgeon indicated the annulus had experienced horizontal tears. He was able to explant the thv and replaced it with a st. Jude surgical 19 mm valve. The patient was taken off of bypass and the procedure was completed. The patient had no native valve/leaflet calcification and mild aortic root calcification. The annulus measured 18mmx26.8mm, with an area of 451.9 by (CT). The sinus of valsalva (sov) measured 26.9x30.6x26.7mm. Per report, the perceived cause of the annular tears was an elastic vessel without calcium, as a contributing factor. Also, an overestimated annulus size by CT scans and measurement. The patient expired the next day due to multi-system organ failure.